Event description:
It was reported that the customer's fill estimates were inaccurate after loading a cartridge with cold insulin. There was no adverse impact to the customer's blood glucose level. The customer's blood glucose level was 215 mg/dl.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed. The t:slim pump user guide cautions that insulin should be at room temperature before filling cartridge.